Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with symptoms of syncope/near syncope. The right ventricular (rv) lead exhibited sensing integrity counter (sic) and possible oversensing was noted. The rv lead remains in use. No further patient complications have been reported as a result of this event.